Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the 1.5 burr got stuck in the lesion. The speed was at 180,000 rpm but the actual speed was only at 120,000 rpm. The procedure was completed with another of the same device. There was no patient injury and the patient was stable after the procedure.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the 1.5 burr got stuck in the lesion. The speed was at 180,000 rpm but the actual speed was only at 120,000 rpm. The procedure was completed with another of the same device. There was no patient injury and the patient was stable after the procedure.

Manufacturer narrative:
H6: device codes: corrected.

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.75mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the 1.5 burr got stuck in the lesion. The speed was at 180,000 rpm but the actual speed was only at 120,000 rpm. The procedure was completed with another of the same device. There was no patient injury and the patient was stable after the procedure.